Event description:
Surgeon called complaining the he implanted the ultrasoft on a pt's lower lip with no difficulty but the upper lip required four attempts to place the device. He reported it appeared the implant was not attached to the black tip of the trocar, the implant became loose from the trocar and could not be placed. During the third attempt he had to make the incision larger. On the fourth attempt the nurse dropped the trocar which required a flash sterilization delaying the procedure. The final effort to position graft, he eliminated the trocar and used alligator clips to pull the implant through the lip channel. The implanted piece was shorter than the original device due to manipulation. The surgeon did not have another implant in stock to replace since the original did not function as expected. The pt was evaluated post operatively by the surgeon. Pt presented with swelling and bruising. The surgeon explained to the pt the difficulties he had with the device and that he was going to contact the MFR. The cosmetic outcome can't be determined with the amount of swelling present at the post operative visit. The surgeon expressed concern about infection due to all the interventions but to date no evidence of infection was reported. Since the length was shortened than the full mfg length, the surgeon is unsure if this may be cosmetically unsuitable to the pt.